Event description:
It was reported that last month this cardiac resynchronization therapy defibrillator (crt-d) patient had therapy delivered for what was thought to be atrial fibrillation with rapid ventricular response, where three shocks were delivered. After the last shock was delivered it appears that there was loss of capture. A current device review was performed where it was determined that p-wave oversensing was causing inappropriate atrial tachy response (atr) episodes. Technical services discussed to consider checking the lead to ensure that it had not moved. The system remains in-service. No adverse patient effects were reported.